Event description:
It was reported that during the implant procedure the lead would not respond to the stylet curves while in the body, therefore not allowing the physician to advance the lead into the right ventricle. Multiple stylets and curves were used. It was noted that the lead would function normally on the table but once it was placed in the patient the lead would remain straight. The lead was not used and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).